Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored during deployment. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, thirteen scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.